Event description:
Treating neurologist's programming system was areturned to MFR for analysis. The handheld programming device was received without the flash card, stylus pen, power supply, serial cable, and db9 connector. The main battery was received discharged. The backup battery was removed. The backup battery was removed. The backup battery voltage with no load measured 1.2mv (nominal 3v). The handheld device was powered up using a known good ac adapter. The battery indicator of the handheld read that the backup battery was depleted. This is expected since the backup battery will discharge if the unit is not kept on ac or main battery power. A known good backup battery was placed into t he handheld, and the battery indicator read "good". This is evidence that the handheld is measuring the backup battery properly. The known good bat tery was removed and the origina battery was reinstalled back into the handheld. The programming software was not installed. This is expected when loss of power occurs and no flash card is present. Interrogation and diagnostic test were performed successfully after the programming software (v6.1.7, b.1.0.0.8) was installed. The handheld main battery was recharged successfully using ac adapter. The backup battery is not rechargeable. Interrogation and diagnostic tests were performed successfully using a 1" spacer between the programming wand and generator, after main battery was recharged. The handheld was continuously on using the main battery for more than an hour and no anomalies on the performance were noted. Interrogation and diagnostic tests were performed successfully again after an hour and no anomalies on the performance were noted. Interrogation and diagnostic tests were performed 5 times successfully with no anomalies on the performance noted. In conclusion, the reported error message was not observed during testing. No likely cause for the reported condition could be determined. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. During analysis testing, the handheld interrogated a known good generator multiple times with no observed anomalies. Further follow-up with nurse practitioner at neurologists's office revealed that the pt was reportedly doing well. The pt is normally in contact with the neurolotists's office if any issues arise and, to date, none have been reported. It was reported that the pt's device was successfully interrogated with another programming system on the same day that neurologist initially experienced communication difficulties. The nurse practitioner at neurologists's office indicated that the neurologist continues to experienced itermittent issues with his replacement programming system. A MFR rep visited the neurologist's office to troubleshoot in the room where pt(s) are interrogated. MFR rep reported that no issues were noted during this process. The neurologist's programming wand, handheld programming system, room environment, and software upgrade have all been checked and are okay. Training issue on the part of the neurologist is not suspected as the dr is very experienced with the vns therapy system and has successfully interrogated and programmed many pt(s). The message reported by the software is a detailed message that falls under the general category of failed communication. The communication between the generator and software is governed by a protocol that describes how the two shall share data. If at any time the protocol is not followed, communication fails. In this case the message is indicating that communication failed because a bit was not received as expected. This could be as a result of many things including noise or even perhaps the battery status of the handheld itself.

Event description:
Reporter indicated that treating neurologist was unable to interrogate a patient's device during an office visit. It was reported that upon attempting device interrogation, an error message "inappropriate bit sequence" was displayed. The neurologist used a magnet to initiate a magnet mode stimulation cycle, after which the patient reportedly felt the device stimulate. Device interrogation was then attempted with a different programming system that had successfully interrogated other patient's devices on that same day, but was also unsuccessful. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Investigation to date has been unalbe to determine whether the device is functioning properly.